Event description:
A malfunction occurred on the pump, as reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections (mdi) as backup therapy, and tandem technical support sent a replacement pump with updated software. The caller was instructed on returning the malfunctioning pump and acknowledged receipt of these instructions.